Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump does not charge. Customer also mentioned usb cable stopped charging as well. There was no reported impact to the customer's blood glucose level. Customer confirmed that a different cable does charge a different device, but does not charge the pump. Customer reverted to manual injections for insulin therapy.